Event description:
A peritoneal dialysis (pd) nurse reported a patient came to the hospital on (B)(6) 2014 for therapy assistance and was admitted on (B)(6) 2014 for a confirmed case of peritonitis. The patient remained hospitalized until (B)(6) 2014. The patient was treated with unknown antibiotics. There were no further complications for the patient. The nurse stated the patient's mother required training for machine operation as there was evidence of aseptic technique that led to the peritonitis, as well as evidenced by the laboratory cultures. No further information is available at this time.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.